Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue event on (B)(6) 2026. The infusion set patch did not stick to skin upon insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.